Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support gained remote access to view the study but was unable to transfer a copy. The customer will send a copy of the study for review. The recorder worked correctly during previous procedure. A repeat study scheduled on a different day was necessary. There was no patient and user harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.